Event description:
Attempted insertion of catheter into left median cubital vein. Upon insertion 3", pt complained of trouble breathing. O2 on at 5 l. Head of bed elevated. She complained of chest pain and became cyanotic. Physician called stat and catheter was removed. Benadryl administered IV. Color improved. Pt's condition returned to baseline within 1/2 hr. She was discharged the following day to continue planned therapy for her admitting condition with no lasting effects from this incident.